Manufacturer narrative:
(B)(4). Report source: (B)(6). Catalog number:650-0661 lot number:2020090004 brand name: delta ceramic head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient suffered a fall and it resulted into a revision due to periprosthetic fracture approximately 13 days post implantation. Attempts have been made and additional information on the reported event is unavailable.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. Event is no longer considered reportable, and initial report should be voided.